Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43, rewind anomaly. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1880, mmt-7020la, mmt-332a, mmt-386a. Troubleshooting was performed and customer reported high bgs along with pump error 43, rewind anomaly. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-7020la. No product return is required for mmt-332a. No product return is required for mmt-386a.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit rewound properly during testing. No unexpected alarms noted during rewind or during self test. Successfully downloaded history files and traces using thump. The adapt tool was utilized to search for any alarms that may have occurred in the past. During download history review, it recorded pump error 43 found in the history files triggered twenty-two times on 07 may 2024 starting at 00:03:21 hour through 12:38:37 hour. Pump was cut open to perform visual inspection and found dried insulin on the motor slide and corroded home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked case, scratched case, cracked case (battery tube), keypad overlay texture damage, stained keypad overlay, battery tube threads - cracked, corroded home switch and dried insulin - motor slide. In conclusion, pump error 43 was confirmed in the history files triggered on 07 may 2024 multiple times due to corroded home switch and dried insulin on motor slide. Rewind anomaly was not confirmed during testing. Pump passed full drive test. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.